Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right radial artery. The 99% stenosed target lesion was located in an unspecified vessel. A 1.20mm x 8mm emerge balloon catheter was advanced and crossed the target lesion. Upon 1st inflation at 7 atmospheres for 10 seconds, contrast leaking was noted so the device was not inflated sufficiently and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).